Event description:
I have my breast implants (allergan natrelle smooth silicon implants 15) on (B)(6) 2013. The first few years, I noticed sharp pains that come and go on my breasts, yet I ignored it. The past three years, my health gradually declined. I became very fatigued, although I eat healthy and work out every days. My doctor checked my thyroid and iron yet everything came back normal. My health continued to declined, I started to have bad migraine headache, vertigo, hair loss, brain fog, dried skin, hot flashes, heart palpitations, anxiety, joint pains, back and shoulder pains, symptoms of autoimmune disease ( positive ana test) and fibromyalgia. My rheumatologist ran tests for lupus and ra and they came back negative. One day, I saw an article about breast implants illness and never have I ever thought that all of my symptoms can be related to my implants. I decided to explant, and the procedure was done on (B)(6) 2020. Today is almost 3 weeks post op, I have seen a lot of symptoms decreased tremendously. I hope that by reporting this will help women who are thinking about getting breast implants to be aware of the symptoms and side effects of it. Because if I knew all the potential side effects of breast implants to my health back then, I'll not get it done. On (B)(6) 2020 took another test for lupus and ana, both negative. FDA safety report ID# (B)(4).